Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23008 was found indicating pot to encoder error on axis 3, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion was found on insertion switch assembly that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted ureteroplasty surgical procedure, customer had a recoverable fault 23008 after they cleaned the patient side cart (psc). Technical support engineer (tse) checked logs and confirmed error pointing to universal surgical manipulator (usm) 2. Prior to the calling, the customer restarted and recovered the error, but error persisted. System was useable with 3 arms. The procedure was completed with no reported injury.